Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP. The patient reported reduced cardiopulmonary reserve. In addition, the patient also alleged lung disease, eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma and inflammatory response. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.